Event description:
It was reported that during routine follow-up of an asymptomatic patient, the left ventricular lead was found to be capturing within the atrium. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition following the procedure.

Manufacturer narrative:
(B)(4).